Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the controller had bent pins. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device's incoming manufacturing records indicated there were no ncmrs (non-conformances) generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Failure analysis of the returned controller revealed that the device failed visual inspection due to a bent pin on power port 1 of the controller. The bent pin did not allow a battery to properly connect to a controller. The most likely root cause of the reported event can be attributed to a forced connection. An incidental finding not related to the reported event that power port 2 and the serial port had a loose connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier under (B)(4) investigating loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there were bent pins on the power port of the controller.  The controller was exchanged.  No patient complications have been reported as a result of this event.